Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that right ventricular oversensing due to myopotential inhibition was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter was programmed off. The patient was stable.